Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown and was not thought to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas (left ventricular assist system), serial number (B)(6), will not be returned for evaluation as it was not explanted, and no autopsy was performed. Per the account, no further information regarding the event can be provided. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: the patient was reported to be still ongoing on the device. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient did not pass away and was still ongoing on the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. It was originally reported that the patient expired due to an unknown cause. However, further information communicated by the account revealed that the patient was ongoing. The patient remains ongoing on heartmate 3 lvas, (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.